Manufacturer narrative:
The other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information was received. The patient¿s indication for use was non-malignant pain and failed back surgery syndrome. Device failures included catheter failure and battery failure. Injuries included withdrawal, pain, spasticity, hospitalization, and surgery. Explant surgery was performed on (B)(6) 2014. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.